Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3 and h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the central sterile department has indicated they have several broken depuy items. A spacer block that on the extension end has one bent/broken prong, missing a spring, while the other side has a warped spring. A 3 fb artic surf that is missing a spring on the prong, and has a warped prong on opposite side. A size 6 fb artic surf with a bent prong, and missing spring. A 8 artic surface that is missing a spring. None of these items caused a delay in any surgery. Nobody was injured by these missing pieces, or broken pieces.